Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97792, lot# unknown, product type: accessory; product ID: 97792, lot# unknown, product type: accessory; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the devices were explanted on (B)(6) 2018 and sent to the manufacturer on 2018-jul-25. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the hcp notified the rep that patient¿s system was removed due to a hematoma. The patient reported not being able to move their legs. The hcp explanted the entire system and the patient had normal motor function. The rep indicated that they did not have any further information to provide. The explant date was asked but was unknown. Though the customer was notified that the product should be returned the customer discarded the devices so they will not be returned for analysis. The products will not be replaced in the future. It was indicated that the issue was resolved at the time of the report. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 977c165 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead. Analysis of the lead (B)(4) found that the stimulator lead body was cut through with insignificant anomalies and/or any damage was from the process of explant/post-explant handling. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The conclusion code (B)(4) no longer applies. The method code (B)(4) no longer applies. The results code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.